Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-mar-2023.. Investigation summary: one open 32g x 4mm pen needle sample and one photo were returned from lot. No. 2095683, cat. No. 320559. Visual examination was carried out on the returned sample and photo and a bent patient end of cannula was observed. No manufacturing related issues were observed. No issues were observed with the non patient end of the cannula. A functionality test was also carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about bent needles npe. Stating that the needle was bent and could not be attached to the pen, the patient's wife brought the affected products to the pharmacy.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about bent needles npe. Stating that the needle was bent and could not be attached to the pen, the patient's wife brought the affected products to the pharmacy.